Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent the bioprosthesis from calcifying. The exact cause of the calcification cannot be confirmed. It is possible that the patient¿s advanced age ((B)(6)), and underlying comorbidities (chf, htn, cad) may have caused or contributed to the event. There was no allegation of device malfunction. In addition, the calcification is likely attributed to disease progression. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the p2b clinical trial, approximately 2 years post tavr procedure the patient was hospitalized for unknown reasons. An echo during that hospitalization revealed mild aortic valve stenosis with estimated aortic valve are of 1.8cm2 and a calcified aortic valve with poor leaflet mobility. Review of medical records indicate the hospitalization was for an upper respiratory infection and urinary tract infection (e. Coli). Approximately 3 months post hospitalization the patient expired at home under the care of family. The cause of death is unknown. Per the patient¿s daughter "he just gradually got weaker and weaker and his heart couldn't take it anymore." Review of serial echo reports (medidata) revealed no paravalvular leak (pvl) and no cai at 30 day and trace pvl and no cai at 1 year. In review of medical records (echo reports, hospital admission, patient history), the patient was recently hospitalized with worsening fatigue and recent upper respiratory infection (treated on outpatient basis with antibiotics and steroids). Upon arrival to hospital patient was hypoxic and hypercapneic. Lung sounds revealed bibasilar crackles. Doctor noted ¿suspect copd decompensation¿ and e. Coli present in urine specimen. Echo taken during hospitalization indicated, ¿mild aortic valve stenosis, aortic valve area (ava) 1.8 cm2, and calcified aortic valve with poor leaflet mobility¿. The patient was discharged home with oxygen and instructed to follow up with primary care doctor to discuss pneumonia.